Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter, the pt's mother, reported the pt obtained blood glucose readings ranging from 200 mg/dl to 400 mg/dl, and observed air bubbles in the cartridge. The pt's hcp adjusted her insulin doses due to the blood glucose readings. The pt experienced no symptoms of high or low blood glucose levels. No adverse event was associated with this issue.